Event description:
It was reported that the device did not show any pacing activity and the device could not be interrogated. There was no magnet response. It was further reported that there was early battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.